Manufacturer narrative:
Title: comparison of mid-term clinical outcomes after treatment of ostial right coronary artery lesions with early and new generation drug-eluting stents: insights from an international multicenter registry authors: satoru mitomo, richard jabbour, yusuke watanabe, antonio mangieri, marco anconaantonio colombo journal: international journal of cardiology year: 2018 issue #: 254 literature reference: https://doi.org/10.1016/j.ijcard.2017.10. If information is provided in the future, a supplemental report will be issued.

Event description:
Endeavor and resolute integrity des devices were among devices, including non-medtronic devices, that were used in the treatment of right coronary artery (rca) aorto-ostial (ao) lesions with early and new generation drug-eluting stents included in a study to compare mid-term clinical outcomes after treatment of ostial right coronary artery lesions with early and new generation drug-eluting stents. Death, mi, target lesion failure (tlr/tvr) and stent malposition events were reported to have occurred within the study population.